Manufacturer narrative:
After multiple troubleshooting procedures, the field service representative (fsr) determined the fitting kit, trigger_pre-trigger (rohs) (7-77664-02) is the likely cause and replaced the part. Part replacement and tightening of the part resolved the issue. An instrument service history review revealed no additional erratic or discrepant patient results reported for the architect i2000sr, serial number(B)(6). There were no service or complaint issues on or around the date this complaint was initiated that may have contributed to this issue. The trending was reviewed and identified no trends for the part and for the analyzer. The device record review determined no nonconformances or deviations associated with the fitting kit, trigger pre-trigger related to the complaint. Labeling was reviewed and adequately addresses operational precautions and limitations and troubleshooting of the fluidics subsystem for the fitting kit, trigger pre-trigger (rohs)(7-77664-02). Based on the investigation, no systemic issue or deficiency was identified for the fitting kit, trigger_pre-trigger (rohs) part 7-77664-02 and the architect i2000sr analyzer.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer reported false negative architect sars-cov-2 igm results for approximately 106 patients while running on the architect i2000sr ((B)(4)). Some of the samples that were tested on (B)(4) generated results of 0.01 and 0.17 s/c (negative). These samples were then tested on other architect analyzers ((B)(4)) and generated results of 6.80 and 23.00 s/c (positive). There was no impact to patient management reported.